Event description:
Co's legal dept received info that a pt with an implantable cardioverter defibrillator (ICD) and two myocardial rate sensing leads was experiencing oversensing/inappropriate therapy. Invasive analysis identified an insulation problem with the myocardial leads (4320-020965 & 4320-020966). The paperwork received did not identify which lead had the problem. The leads were capped and a new endocardial lead and ICD were implanted. Implanted-4/13/93. Explanted-2/4/94 (implanted time-9 months).device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.